Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of the phenomenon was not reproduced. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, touch panel not functioning was confirmed by field service engineer (fse) during an onsite inspection. However, the cause of the panel blackout could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The olympus field service engineer reported (on behalf of the customer) that the visera elite ii video system center display processor was malfunctioning and went off sometimes automatically while using it. The touch panel was also not functioning. The issue occurred during a therapeutic procedure (laparoscopic cholecystectomy). The procedure was completed with the same device and without delay. There were no reports of patient harm.